Event description:
Complainant alleged that the paramedics were attempting to monitor the heart-rhythm of a pt experiencing chest pains, but the device was cycling through the various lead-size selections and intermittently displayed the system calibration signal. The paramedics continued to treat the pt based on their symptoms and transported pt to a nearby medical center. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.